Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. The patient described the area as burning. The patient stated they were treated and burned and the equipment was cut off at the hospital. There is no indication of a treatment and equipment is lost as of moment. Nothing to show in flag reports. There is no indication of medical intervention. Reporting out of an abundance of caution. There is no indication that the patient received medical intervention. The patient reported that the irritation is getting better.